Event description:
Caller was reviewing remote transmission and noted stored episodes that show ventricular oversensing as far back as (B)(6) 2022. These episodes show oversensing but no signs of noise on the stored egms (atip-aring and can-rvcoil based upon leads in play, and because impedances remain stable suspect that it may be lead interaction between the rv lead and the 3830 placed in the rv his stj lv lead capped on (B)(6) 2020 (B)(4) reusable (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).